Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b30 scope communication error with every scope. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the available information and the investigation results, the customer had called technical assistance center (tac) for assistance with the reported b30 error. During the call, troubleshooting was performed with the caller and the reported issue did not occur. Tac provided the customer with the case number if the issue were to recur. No further information has been received from the customer. The device was not returned to olympus for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.